Event description:
It was reported that high impedance was observed for this patient during a system diagnostics test after the doctor increased the patient's settings from 0.25ma to 0.5ma. It was mentioned that the patient was just replaced with a new generator within the past 6 months. No known surgical intervention has occurred to date. No other relevant information has been received to date.